Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. The customer reported that after cleaning the earth pin the earth resistance did eventually come down. Please note however it took much cleaning with a wire brush before achieving a passing value. (B)(6).

Event description:
It was reported that the retractable cable for the cardiosave intra-aortic balloon pump (iabp) failed the electrical safety test. This was found during the customer's internal annual safety test. There was no patient involvement, thus no adverse event was reported.